Event description:
Reporter indicated that the pt was not feeling stimulation. Even after turning the settings up relatively high for this pt, stimulation was still not perceived. The physician found a dcdc code of 0 on a system diagnostic test, which can be indicative of a short circuit in the lead, especially in conjunction with the reported lack of perception of stimulation. X-rays were taken, and a copy sent to the manufacturer for analysis. There was an area of suspicion in the lead directly after it leaves the header of the generator, the lead appears to make an extreme angle, and is possibly fractured and short circuiting, but due to limited images, this event could not be confirmed. Requests to additional x-rays to better visualize the area in question will not be fulfilled as the physician feels this will take too long. The pt has been sent to a surgeon for a surgical consult for device revision or replacement, but no surgical plans are known at this time.